Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, three days following a gastric bypass, the patient was brought back to the or with abdominal pain. The surgeon felt the pain was due to poor staple formation. The patient has expired. The devices were discarded prior to the original surgery.

Event description:
The surgeon confirms that there was no abnormalities during the initial procedure and that the primary procedure was normal. Patient readmitted to emergency on the third day due to pain and vomit. The patient had a cardio-respiratory arrest and from the port incision came out liquid obscure and fetid. The patient death occurred during the reoperation, 3 days post-op. The gastric stump was removed during the reoperation. Three thousand cm3 of gastric liquid into the peritoneal cavity near the open gastric staple was found during the reoperation.

Manufacturer narrative:
(B)(4).